Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and found that the source of the leak was a cracked tubing at the y-fitting that leads from the sheath tank via pinch valve vl54. The fse replaced the cracked tubing.the instrument ran without further issues and all repairs were verified per established service procedures.(B)(6).

Event description:
The customer reported their lh750 instrument overflowed (leaked) diluent that was not contained within their coulter lh 750 hematology analyzer. The operator was wearing a lab coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.